Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen (unknown dose and concentration) via implanted infusion pump. It was reported that the patient came for a planned replacement of the baclofen pump. The procedure went smoothly and the patient went home the same day according to the routine for pump changes. Unfortunately, the patient deteriorated and visited the emergency department due to reduced general condition, chills and increased spasticity. The condition was initially interpreted as pneumonia and antibiotics were administered. The patient again sought medical care due to the appearance of fever and redness around the baclofen pump and the surgical area. The suspicion of infection in the implanted pump was immediately raised and antibiotics were administered. After that, the patient's infection values dropped, but when the wound began to open and drain, the pump system was surgically removed under local anesthesia. There was also a net pouch around the pump as this was a method used when the first pump was installed in the 90s. A decision was made to remove this in a second operation where the patient was kept anesthetized. As expected, this operation was quite difficult as the net pouches are always firmly attached to the surrounding scar tissue. The patient then received antibiotic treatment and baclofen tablets. As the patient had great problems with his spasticity, we tried to get a new pump to be operated in as soon as we could. A prerequisite for operating in a new material is that the old infection was completely healed, so they had to wait until the antibiotic treatment was completed and the infectious disease doctors assessed that the infection was healed. The earliest date that was as medically safe as possible and practically possible was 2025-jul-15 and the operation was performed. It was reported that the probable causes were foreign material infection as well as baclofen withdrawal, additionally considerable co-morbidity. No obvious fault with the product. Deals with a well-known complication of implantation of foreign material. The patient's age, weight, gender, and medical history were asked, but unknown and would not be made available. The patient's age was reported as between 65 and 85 years old. The patient's status was alive - no injury.